Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. A software download successfully restored the device.